Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the device was not returned for analysis. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
(B)(6) clinical study . It was reported that in-stent restenosis occurred. In (B)(6) 2012, the patient presented with unstable angina. Subsequently, the index procedure was performed. The 100%, chronic totally occluded, 65x3.0mm, diffused target lesion was located in the mildly tortuous proximal left anterior descending (lad) artery. The lesion was treated with pre-dilation and placement of a 3.5x28mm promus element everolimus-eluting coronary stent system at 16 atmospheres. Following post dilatation, the residual stenosis was 0% with timi 3 flow. One day post procedure, the patient was discharged from the hospital. In (B)(6) 2017, patient presented with coronary artery stenosis of the proximal lad. Subsequently, percutaneous coronary intervention was performed as treatment. The following day, the symptoms were relieved.